Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the tray and/or during preparation for use inadvertent mishandling resulted in the noted kinked stent sheath causing the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation the 8.0x60mm absolute pro self expanding stent system (ses) was removed from the packaging however the stent was partially deployed from the sheath [not flowered]. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.